Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
Customer reported that she received a no delivery alarm during prime. Blood glucose value is 139 mg/dl. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. She was then instructed to assemble a new infusion set with current reservoir; insulin did not exit the tubing. Customer changed the reservoir; insulin pump did not alarm no delivery with manual prime. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.